Event description:
Customer reported a past event of low blood glucose with an unknown cause. The lowest blood glucose level reported was 40 mg/dl. The customer¿s parent gave the customer an emergency glucose injection. Technical support recommended consulting with a healthcare provider to discuss factors affecting blood glucose levels.